Event description:
It was reported that the customer experienced a low blood glucose event and passed out. The blood glucose reading at the time of the event was unknown, and the most recent blood glucose reading was 149 mg/dl. The customer received assistance with programming her insulin pump and reported some issues with blood at the sensor cannula, as well as bent sensor cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.